Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were not working required to tap insulin pump to get them respond. The customer's blood glucose value was unknown. The battery life diminished. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, a21 error test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm were noted. Device received with intermittent button response due to j2 connector unlocked on lcd board. No button error alarm during testing. (B)(4).